Event description:
Procedure type: laparoscopic nephrectomy according to the reporter: during use a part of the product was broken off and fell into the cavity. The part could be retrieved from the patient. New one was opened to complete the case with no problem. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. No bleeding. No adverse event caused by extension of operation room time. No patient info is available.

Manufacturer narrative:
(B)(4).